Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) device was sliding under patient's left arm. Boston scientific technical services (ts) explained would not expect device to be doing that this time and advised the patient to follow up the physician. Additional information indicates that the physician suspected erosion and possible infection. Gram negative culture was obtained at time of procedure and the results came back negative. This device was explanted. No additional adverse patient effects were reported.